Event description:
It was reported that an unspecified interventional procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting difficulty was encountered. The safety release was activated and the device was removed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Possible contributing factors causing the observed difficulty encountered advancing the thumb advancer during thumb advancer/exchange sheath splitting as reported, can be influenced by, but not limited to; manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing all devices undergo various thumb advancer assembly verifications. In addition, all starclose se devices undergo verification to ensure that the thumb advancer moves freely. A femoral angiogram performed prior to the procedure revealed no vessel calcification, no vessel tortuosity, and no fibrous scar tissue at the access/groin site. Additionally, there was no report of any of the patient conditions listed in special patient populations section of the instructions for use. Resistance while advancing the thumb advancer can be caused by an inadequate nick and spread; however, it was reported that a 5-7 mm incision was made at the sheath site and the tissue track was spread all the way down to the vessel appropriately. The complaint information did not report any abnormal operator deployment technique. Based on the reported information and the inspection criteria a definitive cause for difficulty in advancing the thumb advancer during thumb advancement/exchange sheath splitting and associated patient effects could not be determined. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.